Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was admitted and according to the physician the patient went into cardiac failure because the implantable pulse generator (ipg) was consistently pacing at higher rate during rest. The device was reprogrammed and remains in use. The complaint also stated that after other surgeries not related to the ipg, the settings were programmed incorrectly. No further patient complications have been reported as a result of this event.